Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Reportedly, an obstruction was blocking the speaker holes. There was no adverse impact to the customer¿s blood glucose value. After removing the obstruction from the speaker holes, the alarm cleared.